Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The reported symptom was confirmed and preproduced. The unit was received inoperable power the reported symptom "system error 105" caused by a failed motor. The failed motor was replaced.